Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had vibrate anomaly. Customer stated that insulin pump was neither beeping nor vibrating currently. Customer stated that insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Customer stated that insulin pump battery was not low. Customer stated that insulin pump did not vibrate during the vibrate test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio or vibrate alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).